Manufacturer narrative:
The user reported incompatible os. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application compatibility issue was reported with the abbott diabetes care (adc) device in use with an iphone (unknown model) with ios operating system version 18.6.2 and app version 2.12.2.8979. Due to the reported issue, the customer did not receive alarms, experienced hypoglycemia, a loss of consciousness, and fell which resulted in a head injury. The customer was taken to the hospital and reportedly, treated their head and ¿everything was okay¿. There was no report of death or permanent impairment associated with this event.

Event description:
An application compatibility issue was reported with the abbott diabetes care (adc) device in use with an iphone (unknown model) with ios operating system version 18.6.2. Due to the reported issue, the customer did not receive alarms, experienced hypoglycemia, a loss of consciousness, and fell which resulted in a head injury. The customer was taken to the hospital and reportedly, treated their head and ¿everything was okay¿. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.